Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a normal device replacement procedure the leads were disconnected from the device. It was noted that the connector between the distal pin and proximal ring of this right ventricular lead become separated. The separated pin was put back together. This lead was connected to a new competitor device. After connecting the lead and the device, electrocautery was used to extend the pocket, and subsequently pacing failure and > 5 seconds of asystole was noted. It was suspected that the pacing inhibition was a result of electromagnetic interference. The device was removed from the pocket and covered by a sterilized pouch in order to keep it ready to delivery mandatory pacing while the pocket was successfully extended. Finally the procedure was completed with no further complications. No adverse patient effects were reported.